Event description:
It was reported that during procedure while the physician was repositioning the coil, it stretched and broke. The coil was retrieved with a snare. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Based on the information available it is likely that repositioning of the device during use resulted in the reported event. Therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during procedure while the physician was repositioning the coil, it stretched and broke. The coil was retrieved with a snare. There were no clinical consequences to the patient.